Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02697 and 02698. The pt rec'd two leads (from the same lot) and two lead anchors (from the same lot) as part of her scs system. It was reported the pt developed an infection and her scs system was consequently removed. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.